Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient presented with radiographical tibial component loosening. Operative site was debrided and components listed were removed. Scorpio ts revision components were implanted. Right knee.

Manufacturer narrative:
An event regarding tibial component loosening involving a triathlon baseplate component was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as product was not returned. -medical records received and evaluation: medical comment stated; the loosening of the tibial component was confirmed in the revision surgery report as ¿grossly loose¿. However no details were provided as to a potential cause for this loosening. As there are also no x-rays available for this case, no info is available to establish a possible root cause of failure. Some x-rays (early post implantation and post event preferably) would represent the minimum info required to solve this case. -device history review: not performed as the lot information provided is a sterile lot code with a number of products (with different lot codes) with this catalog number. -complaint history review: not performed as the lot information provided is a sterile lot code with a number of products (with different lot codes) with this catalog number. Conclusions: the exact cause of the event could not be determined as insufficient information was provided. Further information such as product details, x-rays and operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded that loosening may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time.

Event description:
Patient presented with radiographical tibial component loosening. Operative site was debrided and components listed were removed. Scorpio ts revision components were implanted. Right knee.